Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pump ventricular assist device implant kit expired at home, with a suspected cardiac arrest as the cause of death. The pump was decommissioned at the patient's home following the death, and no autopsy was performed. No equipment is being returned.

Manufacturer narrative:
A supplemental is being submitted for completion of the investigation. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Of note, information provided by the site indicated that the patient expired due to a suspected cardiac arrest. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, cardiopulmonary arrest and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Two (2) controllers (B)(6) were returned for evaluation. This complaint is associated with a clinical adverse event. No performance allegations were made against the controllers. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the devices passed functional testing. Visual inspection of (B)(6) revealed contamination within both power ports. Internal visual inspection associated with (B)(6) revealed cracks in the standoff posts of the controller housing. These are additional findings not related to the reported event. The most likely root cause of the observed contamination within the controller power ports can be attributed to the handling of the device. Based on an investigation, the root cause of the standoff post cracks was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Log file analysis associated with (B)(6) revealed that a clock change was logged, in which the controller's date was set to (B)(6) 2010; no pump ID setting events had been logged on the controller prior to the initial clock change event. If the pump ID is not set when the controller is connected to the monitor, the monitor will automatically set the controller date/time to match the current date/time of the monitor. Additionally, review of the event log file revealed that the pump ID was set following the initial clock change event; however, date/time settings were not adjusted. Due to the date/time settings on the controller, the sequence of events is not able to be determined. The most likely root cause of the incorrect date and time settings can be attributed to improper set up during initial programming of the controller. Log file analysis also revealed a decrease in power consumption and estimated flows to parameters below normal operating range since (B)(6) 2011 and two (2) low flow alarms logged since (B)(6) 2011. Log file analysis associated with (B)(6) revealed no anomalies within the analyzed period. Of note, (B)(6) were loaded with a software containing an unapproved pump start algorithm. Based on the limited information available, the device may have caused or contributed to the reported event. Of note, information provided by the site indicated that the patient expired due to a suspected cardiac arrest. Based on risk documentation, multiple factors may have contributed to the observed low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad fil ling, and/or inappropriate pump rotational speed. Per the instructions for use, cardiopulmonary arrest and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system - controller d4: model#: 1420 / catalog#: 1420 / expiration date: dd-mmm-yyyy / serial#: (B)(6) d9: yes, return date: 21-april-2025 h3: yes h4: mfg date: 01-nov-2022 h5: no d1: controller d4: model#: 1420 / catalog#: 1420 / expiration date: dd-mmm-yyyy / serial#: (B)(6) d9: yes, return date: 21-april-2025 h3: yes h4: mfg date: 08-sept-2023 h5: no investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.